Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to disassociation of the 28 +4 lfit head from the adm poly insert. Patient reported he had slipped and caught himself on a railing without fully falling. The surgeon was not certain if the disassociation caused the slip or vice versa. After a failed closed reduction of the patient's hip, the patient's entire hip construct was revised for devices of the same catalog numbers, with the exception of a 20 mm screw being revised to two 25 mm screws as the surgeon was not sure if the shell was too vertical. The stem was revised solely to gain access to the shell, there are no allegations against any of the other revised devices. The devices are allegedly available for return. The rep reported he may be able to get pre-revision x-rays and possibly the primary operative report, and confirmed that no other information will be available.